Event description:
Tampon came apart inside me- vagina [foreign body in reproductive tract]. Cotton unraveled, string no longer attached [device breakage]. Case description: consumer reported via e-mail that tampon came apart inside her. The cotton unraveled and the string was not attached. No serious injury reported.

Event description:
Tampon came apart inside me- vagina [foreign body in reproductive tract]. Cotton unraveled, string no longer attached [device breakage]. Case description: consumer reported via e-mail that tampon came apart inside her. The cotton unraveled and the string was not attached. No serious injury reported.

Event description:
Tampon came apart inside me- vagina [foreign body in reproductive tract] cotton unraveled, string no longer attached [device breakage]. Case description: consumer reported via e-mail that tampon came apart inside her. The cotton unraveled and the string was not attached. No serious injury reported.